Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. The investigation was unable to determine a cause for the reported leak. The reported unexpected medical intervention was a result of case-specific circumstance. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported that a mitraclip procedure was performed to treat a mixed mitral regurgitation (mr) grade 4+ with flail. The steerable guide catheter (sgc) was inserted, but while removing the dilator, a loss of fluid column occurred. It was noted aspiration was required to remove the air from the sgc. The sgc was then removed and replaced. One clip was successfully implanted, reducing mr to a grade of 1-2. There was no clinically significant delay in the procedure. No additional information was provided.